Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per biomed - unit needs the courtesy replacement battery. He did not state that the unit was displaying any issues currently.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of unit needs the courtesy replacement battery was confirmed. The root cause of the reported issue of was identified as a failure of the internal battery. The sr8 was received in good physical condition. The sr8 was powered on at 100% battery life and ran on battery power for around thirty minutes before shutting down with 77% battery life still on the scanner. The device was serviced, tested, and returned to the customer. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per biomed - unit needs the courtesy replacement battery. He did not state that the unit was displaying any issues currently.